Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item # m00160m2310311 in order to ascertain the last 3 lots shipped to the reporting customer in the 6 months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2015 navyilyst medical complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "oversleeve extension tubing hole/leaked." No adverse trend was identified. The hospital's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Navilyst medical incoming inspection of the extruded catheter tubing consists of a visual inspection based on an aql, which includes but is not limited to, visualizing for dents in the catheter tubing and performing a guidewire insertion test in which the guidewire must pass through the entire length of the extrusion with no resistance. Manufacturing in-process inspection includes visual inspection for molding defects and a guidewire insertion test for lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. (B)(4).

Event description:
As reported, after placement of the PICC, leakage was observed from the area just below the hub. The catheter was removed with no complications to the pt. The used device was discarded at the hosp.